Event description:
The customer reported that the system displayed poor image quality and displayed error codes. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the ipc1000. No pt injury was reported.